Manufacturer narrative:
(B)(4). The mitraclip was explanted and the device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip clip delivery system is filed under a separate medwatch report number.

Event description:
This report is filed since tissue injury occurred post implantation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips were implanted without any reported issue. Following implantation, a hole/tear was noted in the posterior leaflet, behind the clips, and regurgitate was coming through the hole/tear. As treatment, the hole was plugged using an amplatzer septal occluder, however, the mr did not reduce. Shortly after the plug was implanted, the plug came loose, embolized into the atrium, and was pinned against the valves. The patient was taken to surgery where both mitraclips and plug were removed. A mitral valve replacement was performed. There was a delay in the procedure due to valve replacement surgery; however, the patient was stable after the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effects of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedure. Based on the information reviewed, the reported patient effect definitive cause of tissue damage appears to be related to procedural circumstances; however, it could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.